Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device powered up properly after the test battery was installed. Device was monitored for 2 days. No blank display or unexpected off no power alarm noted. Device uploaded properly using carelink.. Device had minor scratched display window, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to diabetic ketoacidosis with a blood glucose level of 549 mg/dl and over 500 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they were treated with intravenous fluids and injections. The customer also reported that they had sinus and had taken urgent care. The customer reported that the insulin pump had a blank display. The insulin pump will be returned for analysis.